Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical attention due to symptoms related to diabetes ¿ floaty head feeling and wobbly legs. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Most likely underlying root cause: mlc-018 user has high glucose value. Note: note 1: manufacturer contacted customer in a follow-up call on 09-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer¿s boyfriend who stated customer was currently in the hospital due to symptoms of low blood sugar. Boyfriend was unable to provide any further details at the time. Note 2: manufacturer contacted customer in a follow-up call on 13-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer provided further details regarding the medical attention reported on (B)(6) 2021. Customer confirmed the medical attention was while using the true metrix meter/test strips and not the replacement products. Customer stated her granddaughter had taken her to the hospital on (B)(6) 2021 due to low blood glucose; customer declined to provide the result obtained using true metrix meter, she just stated that it was low, and did not remember if she was fasting or non-fasting. Customer stated she had not been feeling well with symptoms of shaking and sweating. Customer declined to provide what her blood glucose test result at the hospital was. Customer was diagnosed with hypoglycemia and was treated with an unknown medication. Customer stated that her blood sugar was low due to the medication changes from her previous hospitalization on (B)(6) 2021 (reference internal report number (B)(4)). Customer declined to provide the date when she was discharged from the hospital. Customer stated the doctor changed her dosage of levemir and novolog. At the time of the follow-up call, the customer reported feeling well and was not having any diabetic symptoms.

Event description:
Consumer reported complaint for hi blood glucose test results using replacement product sent on (B)(4). The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer felt well and did not report any symptoms. Customer reported past medical attention stating on (B)(6) 2021 she had called 911. Customer stated she had obtained a result of hi non-fasting after breakfast using the true metrix meter and she was not feeling well; customer stated she had a floaty head feeling and wobbly legs. When the ambulance arrived they performed a blood test using their meter and customer's blood glucose test result was 700 mg/dl non-fasting. Customer was taken to the hospital and admitted with a diagnosis of hyperglycemia. Customer was treated with insulin until her blood glucose result was 300 mg/dl. Customer was discharged from the hospital on (B)(6) 2021. The doctor at the hospital sent a new prescription for novolog and levemir. Customer declined to troubleshoot the products.